Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a fall. A device check noted that a lead warning for the right atrial (ra) lead had been triggered approximately three months prior due to high impedance. It was further noted that ra lead impedance has since been stable. The lead remains in use. No patient complications have been reported as a result of this event.